Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately. It is not clear if the patient was alleging an inaccuracy high or low. Based on the information provided, the reported meter issue began on the same day, at 1:30 am. Before the issue started, the patient had symptoms of feeling sick, sweaty, and disoriented. The patient tested her blood glucose and got a result of "110 mg/dl". The patient did not take any actions related to diabetes treatment as result of the alleged meter issue. The patient was feeling weak and fell. Within 10-30 minutes of obtaining the meter result of "110 mg/dl", the patient's blood glucose was tested on an emt meter and a result of "24 mg/dl" was obtained. The patient was treated with food and/or a beverage. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what date/time the symptoms developed, what actions the patient took before developing the symptoms, and what meter readings the patient got before and during the time she had the symptoms. In addition, it would have been helpful to know if the patient would have taken any actions if she had obtained a blood glucose reading that correlated with her symptoms suggestive of low blood glucose, and if the patient ate dinner or a snack the night before the event. The patient admitted that she had never set the meter's code ever since she got the meter about a year and a half ago. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed she had the meter for over a year and had never coded the device. The patient alleged that she obtained a normal range blood glucose reading on the lfs product that did not correlate with her symptoms that suggested hypoglycemia and with a hypoglycemic reading on a paramedic's meter. The patient claims she was treated with food and/or beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.